Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent peri-urethral collagen injection on (B)(6) 2004 by dr. (B)(6) at (B)(6) hospital. It was also reported that the patient underwent bladder sling (op tape) implant on (B)(6) 2004 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, uterine prolapse and sui. It was reported that the patient underwent mesh removal surgery on (B)(6) 2006.